Event description:
The affiliate reported that during replacement of the ventricular peritoneal drainage system, at the time of fixation and anchoring, a csf leakage was detected through the silicone coating of the product. As a result, the device was replaced.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and confirms a cut/tear in silicone housing. This could be due to wrong handling or a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in IFU silicone has a low tear/cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.